Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about discordant elevated total bilirubin (tbi) and direct bilirubin (dbi) results obtained on a neonate patient sample on a dimension exl with lm system. Siemens healthcare diagnostics headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided and the instrument data. No product non-conformance was identified with the assays or instrument. The instrument data showed that the same sample ID was placed in two different sample segment positions and processed within 14 seconds of each other. Hsc concluded that the event associated with sample ID (B)(6) was due to a use error with two different samples containing the same sample ID, processed from two different positions on the instrument a few seconds apart. The system is operational and is performing within specifications. No further evaluation is required.

Event description:
Discordant falsely elevated total bilirubin (tbi) and direct bilirubin (dbi) results were obtained on a neonate patient sample on a dimension exl with lm system. The discordant results were reported to the physician who questioned the results. A new sample was processed and the original sample was reprocessed and lower results were obtained. A corrected report was issued. There were no reports of patient intervention or adverse health consequences due to the discordant falsely elevated tbi and dbi results.